Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional patient representative reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, brown particles on the surface of the shell and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and ¿biocell replacements¿. Device has been explanted.